Manufacturer narrative:
The pod arrived fully deployed. The soft cannula was observed to be flattened and stretched, resulting in a tear and leak on the exposed portion. The timing and cause of the observed damage could not be determined. The cannula damage could not be determined as the root cause of the reported event. A rotational sensor abnormality was observed. The rotational malfunction did not affect the pod's priming. A rotational malfunction was replicated in a rerun. Contamination was observed on the commutator cap, which is confirmed as the cause of the malfunctions.

Event description:
It was reported the patient's blood glucose level rose to 265 mg/dl while wearing the pod between 4 and 24 hours. The device was originally reported for not sure if the pod was delivering insulin. Treatment information was not provided.